Manufacturer narrative:
Date sent: 09/28/2007. Evaluation summary: no conclusion could be reached as to what may have caused the reported incident. The instrument was cycled, and a double fed issue was noted, and the jaws and cam broke. The instrument ejected the remaining clips due to the jaw and cam condition. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device misfired. It did not fire. They got a new one to complete the procedure. There was no patient consequence.